Event description:
During a laparoscopic cholecystectomy procedure, the 4th clip, one side of jaws would not close to complete clip. When removed and inspected, the cam on the shaft was fractured and jaws would not close completely. Part of device had to be retreived from pt. The piece was removed without difficulty. A second device was pulled and the exact same thing occurred again. A third device was used to complete the case. There were no pt consequences.